Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site to inspect the dimension exl 200 instrument. The cse found that the cuvettes were not being properly sealed. The cse replaced a solenoid valve and the top seal head assembly. The cse returned the instrument to an operational state. The cause of the eye splash was the cuvette top seal head assembly not sealing the cuvettes and the operator not following the operator's guide warning to follow standard laboratory procedures for protection from biohazards and chemicals when performing maintenance or troubleshooting procedures. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center (ccc) to report that the operator of a dimension exl 200 instrument was splashed in the eye by liquid waste while emptying the cuvette waste compartment. The operator rinsed her eye with diphotérine on the day of the event and on (B)(6) 2018 sought treatment from an ophthalmologist for eye irritation. She reportedly was told to treat her eye by rinsing with an antiseptic + fat in a physiological salt solution. The operator was not wearing safety glasses at the time of the event. There are no reports of healthcare consequences due to the splash in the operator's eye.